Manufacturer narrative:
Multiple attempts have been made on 29may2025, 11jun2025, and 18jun2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank and not turning on even though the device was operating. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the display was blank and not turning on even though the device was operating. The device had a first-generation liquid crystal display (lcd). The remote service engineer (rse) provided the customer with the part numbers and prices of the replacement lcd assembly, lcd cable, ui pcba to lcd cable, user interface (ui) pcba, lcd tray, m2x3 socket hd screw, and complete ui assembly for repair as they are needed to upgrade the first-generation lcd to a second-generation lcd. This investigation is ongoing.